Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav0878 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this long term hemodialysis catheter was inserted at (B)(6) on (B)(6) 2017, the patient returned (B)(6) 2017 requesting the tube be changed as the tube was allegedly "leaking". When the original tube was removed from the pt, the radiologist investigated issue further and allegedly found that there is a crack in the tube where the leaking was coming from. The site of the alleged crack/leak location is marked on the catheter with a black marker.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be an inadvertent cut with a sharp instrument. One 23cm hemosplot catheter was returned for investigation. The catheter exhibited evidence of use. Residue was observed throughout the fibers of the cuff. The tubing was slightly yellowed proximal to the cuff. The printing on the extension legs was partially worn. A functional test of the catheter confirmed a leak just distal to the molded bifurcation when the venous lumen was pressurized with water. The leak site revealed a slit in the tubing just distal to the bifurcation. The slit continued away from the bifurcation and around the tubing. The slit penetrated through the lumen wall near the bifurcation, but only cut through the external surface of the tubing further from the bifurcation, which indicates that the damage was caused by an external source. Sharp edges were observed along the length of the slit, which is consistent with sharp instrument damage. Due to the condition of the returned catheter, it appeared that the device was damaged while in use.

Event description:
It was reported that this long term hemodialysis catheter was inserted at (B)(6) on (B)(6) 2017, the patient returned (B)(6) 2017 requesting the tube be changed as the tube was allegedly "leaking". When the original tube was removed from the pt, the radiologist investigated issue further and allegedly found that there is a crack in the tube where the leaking was coming from. The site of the alleged crack/leak location is marked on the catheter with a black marker.